Event description:
A third-party biomed contacted physio-control to report that the device would no longer power on when the on/off button was pressed. The device showed ¿ok¿ on the lcd display. It was also observed that the lid would not lock into place due to physical damage. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer to remove the device from service and obtain a replacement, as the device is not field serviceable and no longer under warranty. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.